Manufacturer narrative:
(B)(4) evaluation statement: the reported event of occlusion alarms could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported the channels alarmed for occlusion twice with epinephrine and magnesium. After the medication was transferred to another pump and channel the medication infused without incident. There was no report of any patient harm.